Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing alerts due to myopotential oversensing causing pacing inhibition. Programming changes were performed to resolve the issue. The patient condition was stable.